Event description:
Customer alleged the crack initiated 6 months ago down the middle of the seat and has gradually gotten worse. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9630-1, serial number/date code and age of product are unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; the commode seat cracked. The customer continued to use the device for 6 months and noticed the crack gradually got worse. No injury alleged. The commode is a weight supporting device and a crack malfunction is a potential for injury.